Event description:
It was reported that the patient experienced a low glucose followed by a high glucose while using the ilet, with fingerstick glucose measured at 58 mg/dl during the low and approximately 231 mg/dl afterward; the caller recalibrated despite readings being within accuracy limits, the patient had eaten snacks with a less-than-meal announcement late and was very active, and the low was treated with oral carbohydrates with education provided regarding the 15 g/15 min guideline to avoid overtreatment. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available, insufficient information was identified as a device-related problem descriptor, and no specific device component could be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.